Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion with frequency post implementation of the software update. This occurred during use at the unit in farr 6. There was no report of patient injury or medical intervention associated with this event. No additional information is available.